Event description:
It was reported that a patient underwent an post-chemo retroperitoneal lymphnode dissection with resection of retroperitoneal/abdominal mass, left nephrectomy, left radical orchiectomy procedure on (B)(6) 2026 and absorbable hemostat was used. This event is regarding a 32-year-old male who was enrolled in corza study (B)(6): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery. The indication for using the product was moderate bleeding at the retroperitoneal soft tissue (soft tissue haemorrhage). The patient developed hemodynamic instability requiring pressors, anemia and nonserious events of elevated creatinine and elevated hepatic enzymesafter being treated with surgicel original (oxidized regenerated cellulose) for bleeding site due to post-chemo retroperitoneal lymph node dissection with resection of retroperitoneal/abdominal mass, left nephrectomy, left radical orchiectomy. The subject¿s current medical condition included retroperitoneal embryonal carcinoma (since 2025). The subject¿s current surgical procedure included orchiectomy, nephrectomy & extensive resection of a retroperitoneal mass. The subject¿s concomitant medication was not reported. On (B)(6) 2026, the subject signed the informed consent form and was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in) for bleeding site due to post-chemo retroperitoneal lymph node dissection with resection of retroperitoneal/abdominal mass, left nephrectomy, left radical orchiectomy. At the time of randomization, the subject met all criteria including no more than 2 units of blood transfusion. The product batch/lot number was not provided. On (B)(6) 2026, during the early hours, the surgery was completed. Since the surgery concluded, the subject has been in the ICU for post-care and has been successfully extubated. After being admitted to the ICU, the subject experienced hemodynamic instability requiring pressors (moderate), anemia (moderate), elevated creatinine (moderate), and elevated hepatic enzymes (moderate). The resection was extensive and resulted in further blood loss, and 3 additional units were given after randomization. The subject was being weaned off pressors again. Due to the nephrectomy and extensive surgery, there was a rise in the creatinine to 2.42, but the subject continued to have appropriate renal function. The subject had a rise in his hepatic enzymes, which were now stabilizing. His post-operative hematocrit had demonstrated anemia and currently was 20.5 with a hemoglobin of 7.1. The subject received 2 units of packed red blood cells (rbc). On (B)(6) 2026, the event, anemia was resolved. Relevant laboratory test details included comprehensive metabolic panel and complete blood count. On (B)(6) 2026, the results included creatinine ¿ 1.01, aspartate transaminase (ast) ¿ 29, alanine transaminase (alt) ¿ 38, hematocrit ¿ 32.8 and hemoglobin ¿ 11.2. The subject¿s treatment medication included levophed. He was initially on pressors which were weaned but required resumption of levophed. Action taken with surgicel original in response to the events, hemodynamic instability requiring pressors, anemia, elevated creatinine and elevated hepatic enzymes was considered as not applicable (single use). The outcome of the event, anemia was recovered on (B)(6) 2026. The outcome of the events, hemodynamic instability requiring pressors, elevated creatinine and elevated hepatic enzymes were reported as not recovered/ not resolved. The reporter assessed the events, hemodynamic instability requiring pressors and anemia as serious (medically significant), and the causality was not related to surgicel original. The reporter assessed the events, elevated creatinine and elevated hepatic enzymes as non-serious, and the causality was not related to surgicel original. The company assessed the events, hemodynamic instability requiring pressors and anemia as serious (medically significant), and not related to and unexpected for treatment with surgicel original. The company assessed the events, elevated creatinine and elevated hepatic enzymes, as non-serious and as not related to and unexpected for treatment with surgicel original. Case comment: the company assessed the events, hemodynamic instability requiring pressors and anemia as serious (medically significant), and as not related to and unexpected for treatment with surgicel original. The company assessed the events, elevated creatinine and elevated hepatic enzymes, as non-serious and as not related to and unexpected for treatment with surgicel original.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.